Manufacturer narrative:
Concomitant medical devices: atient medications include but are no limited to: glucotrol, coumadin, topral, protonix, norvasc, valsite neoral. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an isolated right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, follow up imaging determined compression of the ipsilateral limb on the left side and an unknown endoleak. No aneurysm enlargement was reported. On (B)(6) 2020, the patient underwent reintervention and an additional contralateral leg component and a gore® viabahn® vbx balloon expandable endoprosthesis were implanted to reline the ipsilateral leg of the trunk component. Intra-procedure imaging determined the endoleak was a type ii originating from a patent inferior mesenteric artery due to retrograde flow from the superior mesenteric artery; and a couple lumbar arteries. At the conclusion of the procedure the endoleak persisted. The patient tolerated the procedure and will be monitored by the physician.

Manufacturer narrative:
H6: code 4117: images were provided to gore and an evaluation was performed. One time-point was available for evaluation, computed tomography dated (B)(6) 2020 which showed the following: there appears to be contrast outside the implanted devices. Contrast pooling appears to wrap around the patient¿s left side. Comparison axial imaging including non-contrast and arterial contrast series appears to show: there appears to be contrast in a lumbar artery at the level of the implanted device. There appears to be contrast pooling in the left side of the aneurysmal sac. More distally, there appears to be contrast pooling in the anterior, left and posterior sac. There appears to be contrast in another set of lumbar arteries. The contralateral gate appears to be on the left side of patient, but the device crosses over into the rci. There appears to be a ~10cm contralateral limb implanted just distal to the contralateral gate. There appears to be another contralateral ¿bridging¿ device implanted with a ~3cm device overlap. There appears to be 13 markers on the contralateral side of the device extending into the rci/rei/rii. ( 2 contralateral limbs = 8 markers, ibe markers, internal component = 2 markers). The ipsilateral limb appears to wrap around the contralateral limbs. The device appears to be compressed due to limb competition.